Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump blood glucose numbers are not accurate. The customer's blood glucose reading was 23 mg/dl at the time of incident. Troubleshooting found that the pump alarms when the customer calibrates and alarms again after calibration. Emergency services were called to the customer's home and an IV was administered. Troubleshooting did not continue after this point.